Event description:
The following event was reported from the initial reporter: "the shavers clog up easily causing the surgeon to have to pause frequently during the procedure to use the wire brush to remove the clog." There was no reported patient impact. The model number for these devices is unknown. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).